Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Review of implantable cardioverter defibrillator transcripts revealed inappropriate high voltage therapy due to incorrect interpretation of atrial fibrillation signal which caused rapid ventricular response. No intervention was performed. Physician opted to control patient's atrial fibrillation with medication. Patient was in stable condition.